Event description:
It was reported that when the implant was opened there was a hair under the sterile packaging. No patient involvement. No additional information.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, g3, h2, h3, h4, h6 complaint sample was evaluated and the reported event was confirmed. Visual review of the device packaging confirms package was returned with opened clear shrink film and top flap. Inner cavity was received opened without tyvek seal. Hair like fiber was present in package. Hair like fiber has an approximate straightened length of 5/8ths inch. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the product has been opened by the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.